Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 240 mg/dl and then 376 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back). Bleeding at the infusion site was also reported. As treatment, the pod was removed and a new pod was activated.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. No blood was observed on the device, and no issues were found with the device that would cause bleeding or bruising. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.